Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose and being in diabetic ketoacidosis. Caller reported that insulin pump was broken but was not sure what was wrong with insulin pump due to not being with customer. Caller also did not have hospitalization information. Customer or spouse would call back with information.